Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that, while preparing for a procedure, the system would become unresponsive when trying to load a patient exam. Following a hard shut down of the system, the exam was removed and re-imported without further issues. There was no patient present when this issue was identified, but there was a delay of 30 minutes for troubleshooting.